Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed; however, bleeding did not stop. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was used in a trans-femoral cerebral angiography (tfca) procedure via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm, with no visible calcium or plaque at the puncture site. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50%. The target femoral site had not been closed with any vascular closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device and packaging showed no visible damage prior to use, and the device was prepared according to the instructions for use. The physician achieved certification on the use of the mynx control vcd and had prior experience using the device. Additional information was requested but not provided. The device will be returned for evaluation.visual analysis: one non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was fully depressed and button 2 was fully depressed. The stopcock was found open. No syringe was returned for this evaluation. The sealant was not returned for this evaluation. In regards of the sealant sleeves conditions, no abnormal conditions were observed. No catheter sheath introducer (csi) was returned for this evaluation. The balloon was retracted, and the corewire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis.functional analysis: the simulated deployment test could not be performed due to a condition in which the unit was received fully deployed, the sealant was not returned for evaluation, both button 1 and button 2 were found fully depressed, and the balloon was returned retracted.the reported ¿sealant-inability to achieve hemostasis¿ was not verified through analysis of the returned device since there were no anomalies noted and the sealant had been deployed. The exact cause of the issue experienced by the customer could not be determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to issue experienced by the customer since there were no damages or anomalies noted to the returned device. However, procedural/handling factors possibly contributed to the issue reported. Failing to achieve hemostasis after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the information available for review, patient factors, pharmacological factors, procedural factors and/or handling factors of the device are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. As warned in the IFU, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ per the IFU, users are informed to maintain fingertip compression on the skin during removal of the device from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the information available, nor the product analysis suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was deployed; however, bleeding did not stop. Manual compression was performed for 20 minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was used in a trans-femoral cerebral angiography (tfca) procedure via a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of 30¿45 degrees for the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm, with no visible calcium or plaque at the puncture site. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50%. The target femoral site had not been closed with any vascular closure device within 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use. The device and packaging showed no visible damage prior to use, and the device was prepared according to the instructions for use. The physician achieved certification on the use of the mynx control vcd and had prior experience using the device. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.